Manufacturer narrative:
The customer¿s report of leaking at the connection of the sets was confirmed. During visual inspection of the pca set it was noted that the female luer had a vertical hair line crack that measured 0.5325 inches long. Inspection of the luer under magnification showed no stress/ tool marks. Functional and pressure testing confirmed leaking through the crack. The cause of the leak was identified as a cracked female luer. The cause of the crack is unknown.

Manufacturer narrative:
(The reportable aware date was (B)(6) 2017). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was leaking at the connection of the imed tubing and the pca tubing. They open and used three sets before finding a set that did not leak. There is no report of patient harm.